Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal unknown (dianeal low calcium) therapy. On an unreported date, the patient began treatment with dianeal unknown therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, during a call with baxter technical service (bts) regarding a service alarm on the homechoice (hc) device, the nurse stated that on (B)(6) 2012, the patient was diagnosed with peritonitis. There was concern that the introduction of a q-tip might have caused peritonitis but was not sure. Peritonitis was treated prophylactically with fortaz and vancomycin. The patient recovered on (B)(6) 2012.